Event description:
It was reported that: "on (B)(6) 2024, the doctor found swg handle/chamber resistance during used on the patient. Involved 1 pc." They changed a new one. The patient condition is fine. No medical intervention was required. Update: the anesthesiologist found that the cannula and guidewire were stuck and could not be removed. Finally, they were all removed and the cannula was re-inserted.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened ra kit for analysis. Large amounts of biological material were observed within the entire catheterization device. After failing functional testing, visual analysis revealed that the guide wire was unraveled and lodged within the needle cannula. No adhesive was observed within the catheterization device. No other defects or anomalies were observed with the returned catheterization device. The outer diameter (od) of the needle cannula measured 0.0325" which is within the specification limits of 0.0320-0.0325" per the cannula graphic. Simulated use of the device was performed per IFU statement: "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The black handle on the guide wire was attempted to advance through the track of the chamber and could not do so due to a blockage within the needle. The guide wire handle was attempted to be removed from the chamber, and revealed the guide wire was unraveled from the distal end and lodged within the cannula. The guide wire could not be removed. Despite this, the guide wire handle was advanced through the chamber to test resistance between the handle and the chamber. No resistance was experienced. Since the guide wire could not advance into the needle, the force applied to advance the guide wire handle resulted in kinking of the guide wire. Only resistance between the guide wire and needle was confirmed. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit instructs the user , "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function.". The IFU also states, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of an unraveled guide wire due to needle resistance was confirmed through complaint investigation of the returned sample. The guide wire was unraveled and lodged within the needle cannula. Large amounts of biological material were observed within the entire catheterization device, likely contributing to the reported event. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.00 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. No resistance was experienced with the chamber and the guide wire handle. A device history record review additionally revealed no relevant findings. Therefore, based on the customer report and the sample received, unintentional user error (buildup of biological material) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "01 july 2024, the doctor found swg handle/chamber resistance during used on the patient. Involved 1 pc." They changed a new one. The patient condition is fine. No medical intervention was required. Update: the anesthesiologist found that the cannula and guidewire were stuck and could not be removed. Finally, they were all removed and the cannula was re-inserted.